Event description:
The customer reported that the unit has no display. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
B4:(B)(6)2021 the field service engineer (fse) verified the customer reported problem. The (fse) replaced the cable, backlight inverter,2nd gen to address the reported issue.